Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in south korea. It was reported that during patient treatment the error message ¿low bat¿ occurred. The customer discovered that the main cable was connected to the wall-outlet, but was not certain whether mains switch was in the "on" position. The customer didn´t checked the led indicator of power status on the unit. The unit was powered off after approximate 2 minutes since alarm occurred. The device was exchanged with another device with no consequences for the patient. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in south korea. It was reported that during patient treatment the error message ¿low bat¿ occurred. The customer discovered that the main cable was connected to the wall-outlet, but was not certain whether mains switch was in the "on" position. The customer did not checked the led indicator of power status on the unit. The unit was powered off after approximate 2 minutes since alarm occurred. The device was exchanged with another device with no consequences for the patient. No harm to any person has been reported. The rotaflow console with s/n: (B)(6) was serviced by a getinge field service technician and the reported failure could not be confirmed. Performed and passed all functional and safety tests to factory specifications. The unit is back in use. Based on the investigation results the reported "low bat" error could not be confirmed. However, the failure mode "low bat" can be linked to the following most possible root causes according to the rotaflow risk management file: user forgot recharge, defect of charger unit, wrong supply voltage for electronics. The review of the non-conformities was performed on 2023-05-15 and during the period of 2019-02-20 to 2023-05-15 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2019-02-20. In order to avoid reoccurrence of the reported failure, the customer will be informed by the sales and service unit to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 3.3.4 check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Leave the mains circuit breaker at the rear of the rotaflow console switched on. Otherwise the batteries will not be charged. Make sure that the "battery charging" lamp lights up during charging. Chapter 5.6.1 before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).